Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06016. It was reported that skipped r wave was indicated on telemetry strip due to intermittent loss of capture. Pacing inhibition was also observed due to far p-wave oversensing. The programming change was made, but the issues were not resolved. Another follow-up with the patient showed no malfunctions on the device.

Event description:
New information received notes that the patient was fine through out the intervention.